Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During the procedure the physician was unable to obtain good measurements while mapping the atrium. After positioning the lead several times the helix became unable to extend. The procedure was completed with an alternate lead and acceptable measurements obtained. No adverse patient effects were reported.